Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after connecting the pump to a power source the usb cable became hot and did not charge the pump. Reportedly, the pump did not become hot. The customer's blood glucose level was 108 (mg/dl) at the time of the event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.